Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2015-00073 and 1627487-2015-00074. It was reported the patient was without stimulation. Diagnostic testing revealed high impedance measurements on all lead contacts. X-rays were taken for further interrogation and lead pull-out from both extensions was noted. Surgical intervention was undertaken and the patient's lead and extensions were explanted. The procedure was completed with the patient receiving a replacement lead. Effective stimulation was reportedly recaptured post operatively.